Manufacturer narrative:
The subject device of this report was returned to olympus keymed for eval. The eval found that the device operated appropriately. A periodic safety check was performed on (B)(6), 2011, and passed all tests. The cause of the reported event is unk and user handling cannot be excluded as a potential cause of the event. The esg-100 instruction manual states, "user-related error prevention: warning: improper use. The safety and effectiveness of electrosurgical interventions depends not only on the design of the equipment used, but also to a major extent on factors which are under the control of the user. It is therefore extremely important to read, understand and follow the instructions supplied with the electrosurgical unit and the accessories in order to ensure safety and effectiveness." Olympus america, inc. (Oai) was made aware of this report by the original equipment manufacturer (OEM) on (B)(6) 2012, on an event which occurred outside of the united states. Oai is filing this report at the request of the OEM. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that the device reportedly changed its setting during use resulting in the pt experiencing a perforation. The users claimed that the generator changed from the pulsecut mode to cut 2 mode without any manual intervention and the pt jumped with pain. The users also reported nerve and muscle stimulation was observed, and perforation at an unidentified location. The status of the pt is not known.